Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the light went out during a therapeutic botox injection procedure involving an olympus autoclavable camera head. The intended procedure was completed with an olympus backup device. There were no reports of patient harm.